Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model ec500f vena cava filter experienced at some time post filter deployment, it was alleged that the filter struts detached and one of the detached filter legs is retained in the caval wall. Furthermore, it was alleged that the patient experienced bleeding. The device was removed. The method in which the device was removed is unknown. The filter struts have not been removed after an attempted but unsuccessful right internal jugular vein procedure. This report was received from one source. This event involved one male patient, 54 years old and weighs 237 lbs. There was no reported patient injury.

Manufacturer narrative:
The product catalog of the device was updated to unknown filter. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed. The malfunction did not identify for difficulty to remove. The investigation is confirmed for limb detachment. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model ec500f vena cava filter experienced at some time post filter deployment, it was alleged that the filter struts detached and one of the detached filter legs is retained in the caval wall. Furthermore, it was alleged that the patient experienced bleeding. The device was removed. The method in which the device was removed is unknown. The filter struts have not been removed after an attempted but unsuccessful right internal jugular vein procedure. This report was received from one source. This event involved one male patient, (B)(6) years old and weighs (B)(6) lbs. There was no reported patient injury.